Manufacturer narrative:
Upon completion of the investigation, it was noted that the images were taken of the as received valve. The position of the cam when valve was received was 110mmh2o. The valve was visually inspected: no defects were noted. The valve was hydrated for 24 hours. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3184, with lot ctlbnh, conformed to the specifications when released to stock in 22nd february 2016. The review of the history device records for the bactiseal catheter was not possible as the lot number given is not for product code 82-3072. No root cause could be determined, as the problem reported by the customer could not be duplicated. The investigation for the bactiseal catheter was not possible as these were not returned for investigation. If the bactiseal catheter is returned in the future this complaint will be reopened and the bactiseal catheter investigated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Shunt blocked under warranty.